Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 3 mg/ml bupivacaine and 10 mg/ml morphine at unknown doses and concentrations via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that at a refill on (B)(6) 2018, the hcp was expecting to pull out 10 cc, but pulled out 2 cc. The hcp thought the volume discrepancy occurred because the patient "came in later than normal". The hcp then filled the pump with new medication and immediately following the refill, the patient started experiencing "a lot" of pain and became very somnolent and drowsy. The clinic then called ems and brought the patient to the emergency department (ed). The ed then noticed his heart rate had increased, his blood pressure increased, and they put him on a narcan drip. The patient was now alert and did not need the emergency procedure guidelines sent to her. It was unknown if the clinic had changed the patient's drug concentrations. No further issues were reported or anticipated.